Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto ii cytometer 4/2 system ivd, there were erroneous results reported. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. Facscanto ii - inaccurate results, clinical use, experimental results not used for patient treatment.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00250 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using bd facscanto ii cytometer 4/2 system ivd, there were erroneous results reported. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. Facscanto ii - inaccurate results, clinical use, experimental results not used for patient treatment.